Manufacturer narrative:
E1: initial reporter state: (B)(6).

Event description:
It was reported that stent occlusion occurred and the patient's limbs could not be saved. A 6mm x 80mm x 130cm and a 6mm x 120mm x 130cm eluvia drug-eluting vascular stent system were selected for use in a stenting procedure in the superficial femoral artery. The anatomy was moderately tortuous. On (B)(6) 2020, the stents were placed to treat claudication. The procedure was completed without issue. On (B)(6) 2020, gangrene occurred due to acute obstruction of the stent location, which resulted in acute limb ischemia. The limbs could not be saved. It was further reported that an amputation occurred. However, it was unknown whether the amputation occurred on the right leg, left leg, or both legs.

Manufacturer narrative:
Initial reporter state: (B)(4).

Event description:
It was reported that stent occlusion occurred and the patient's limbs could not be saved. A 6mm x 80mm x 130cm and a 6mm x 120mm x 130cm eluvia drug-eluting vascular stent system were selected for use in a stenting procedure in the superficial femoral artery. The anatomy was moderately tortuous. On (B)(6) 2020, the stents were placed to treat claudication. The procedure was completed without issue. On (B)(6) 2020, gangrene occurred due to acute obstruction of the stent location, which resulted in acute limb ischemia. The limbs could not be saved.